Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the mini-drawers failure. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, medid 7337 and 4160 are in pocket mini drawers it was not opening all the way the customer reported that the malfunction occurred while the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.